Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 120 mg/dl. No significant events leading to the alarms were observed. The customer also noted that she received a check blood glucose alarm, which was indicative of normal device use. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to light moisture damage to the keypad traces. No button error alarm was noted. The blood glucose reminder functioned properly. The insulin pump was received with a broken reservoir tube lip.